Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Bg was addressed via a correction bolus, manual insulin injection, and changed the infusion set, a system check was performed, and it was found that the customer was using off label insulin (lyumjev). Tandem technical support (cts) informed customer that lyumjev insulin is off label per the user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.